Event description:
It was reported that the patient presented in clinic after receiving multiple inappropriate shocks due to possible oversensing. A magnet was placed over the device. The device was found to be backup mode since (B)(6) 2014. Software download was successfully performed. The patient was stable.